Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-13024. Manufacturer report number : 2017865-2019-13025. It was reported that the patient presented in clinic for followup after implant procedure. Upon review, it was revealed that the pacemaker, right atrial lead, and right ventricular lead exhibited low uni-polar impedance. All other measures were normal. No intervention made at this time. Patient was stable.